Event description:
It was reported that during da vinci-assisted surgical procedure, the blade of harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.452in" x 0.084in" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding tip of the blade was broken was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the broken part was not completely detached from the instrument and it is still attached. The instrument was inspected prior to use and there was not any damage out of the ordinary observed. It is unknown what surgical procedure was being performed when the issue occurred. The doctor commented that the cause of the event is unknown as it occurred early in the surgery. The instrument was in use for one hour. The surgeon did notice issues with functionality of the instrument during the surgical procedure. There was no collision and no photographic images or video available for review.